Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. The pump was received with partially broken reservoir tube lip, minor scratched display window case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned crack on the reservoir compartment. The customer stated that the pump was not dropped or bumped. The insulin pump was returned for analysis.